Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and suspected metallosis from cables or stem trunnion. Surgeon found no signs of metallosis but found a large hematoma. Surgeon cleaned out the wound and replaced the head (competitor), liner and locking ring. Doi: unknown; dor: (B)(6) ,2018; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Corrected lot number

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.